Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a system implant procedure, the physician had difficulty removing the stylet from the left ventricular lead. The physician elected to remove and replace the lead. No patient symptoms were reported.